Manufacturer narrative:
The universal seal and fragment have not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small rubber piece from a universal seal broke off and fell inside the patient¿s abdomen. The fragment was retrieved during the same procedure. After the surgery was finished, the universal seal was inspected and found to be torn. The customer performed an additional check to ensure that no additional pieces (fragments) remained in the patient's body. The procedure was completed as planned. Intuitive surgical, inc. (Isi) obtained the following additional information through follow-up: the customer compared the retrieved fragment with the damaged universal seal and confirmed that no additional pieces were missing. No post-operative imaging tests (e.g., x-ray or ultrasound) were performed. The customer stated that there were no reported patient complications related to the event.